Manufacturer narrative:
H3: product analysis as found condition: the marathon catheter was returned for analysis within a shipping box, inside of a resealable plastic biohazard pouch, an opened marathon outer carton, and within a resealable plastic bag. No guide catheter was returned. Damage location details: no other damages or irregularities were observed with the catheter hub. No bends or kinks were found with the marathon catheter body. However, the catheter body was found to be separated at ~82.6cm from the proximal end of the catheter hub. The tubing material exhibited plastic deformation (jagged edges, internal wire visible). This is possible indication that the tubbing material may separate due to tensile failure from possible excessive force. The marathon catheter appears to have separated at the proximal shaft fuse joint. No damage was found with the distal tip. No other anomalies were observed. Testing/analysis: the marathon catheter was unable to be flushed with water, and the cause was determined to be, that the catheter body occluded with solidified solution. This may have occurred after the device was prepared and shipped out for assessment. The saline was able to be dissolved under water. No further testing was performed. Conclusion: based on the device analysis and reported information, the customer's report of "catheter separation/break" was able to be confirmed, as the marathon catheter was returned damaged/separated at the proximal shaft fuse joint. The report mentions that ¿during withdrawal, the marathon catheter was torn off.¿. The damage was confirmed to be caused by the extraction from the guide catheter; therefore, the cause was determined to be the operator applies excessive force, thus exceeding tensile strength of tubing material. Based on the device analysis and reported information, the customer's report of "resistance in guide catheter¿ was able to be confirmed, as the damage found with the marathon catheter was found to be consistent with retraction/advancement against the reported resistance. A few possible causes of guide catheter resistance are but not limited to, damaged catheter(s) (i.e. Kinked, bent), incompatible products, and patient vessel tortuosity; however, the root cause was unable to be determined. The report mentions that ¿insertion could not be performed¿; therefore, it is possible the marathon got stuck within the hub and possibly became separated/broken upon retraction from the ¿intermediate catheter ¿. No mention of any resistance within the hub was noted in the event description. It was noted that the patient's blood vessel tortuosity was severe, which could lead to possible guide catheter resistance. The rep orted non-medtronic guide catheter ¿intermediate catheter¿ used in the procedure was not returned. Any contribution the device had towards the damage was unable to be verified. Compatibility could not be determined. No mention of a continuous flush being administered during the procedure was noted. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: equipment used: vis m-81805 203cm ruler m-83360 drawing(s) referenced: none. As found condition: the marathon catheter was returned for analysis within a shipping box, inside of a resealable plastic biohazard pouch, an opened marathon outer carton, and within a resealable plastic bag. No guide catheter was returned. Damage location details: no other damages or irregularities were observed with the catheter hub. No bends or kinks were found with the marathon catheter body. However, the catheter body was found to be separated at ~82.6cm from the proximal end of the catheter hub. The tubing material exhibited plastic deformation (jagged edges, internal wire visible). This indicates that the tubbing material separated due to tensile failure. The marathon catheter appears to have separated at the proximal shaft fuse joint. No damage was found with the distal tip. No other anomalies were observed. Testing/analysis: the marathon catheter was unable to be flushed with water. No further testing was performed. Conclusion: based on the device analysis and reported information, the customer's report of "catheter separation/break" was able to be confirmed, as the marathon catheter was returned damaged/separated. The separated segment of the catheter body was found to be still attached to the catheter body, by the wire mesh within catheter body coupler tube. The report mentions that ¿during withdrawal, the marathon catheter was torn off.¿; therefore, the damage was confirmed to be caused by the reported resistance met within the guide catheter. A few possible causes of "catheter separation" user operational context if user advances or retrieves intraluminal device against resistance, vasospasm, patient vessel tortuosity, and/or user applies excessive force, thus exceeding tensile strength of tubing material; however, the root cause could not be determined. Based on the device analysis and reported information, the customer's report of "catheter resistance during device retrieval" was able to be confirmed, as the damaged found with the marathon was f ound to be consistent with advancement against resistance; however, the root cause was unable to be determined. Based on the device analysis and reported information, the customer's report of "catheter resistance at hub¿ was unable to be confirmed. No root cause was determined. No mention of any resistance within the hub was mentioned in the event description. It was noted that the patient's blood vessel tortuosity was severe. The reported guide catheter (intermediate catheter) used in the procedure was not returned. Any contribution the device had towards the damage was unable to be verified. Compatibility could not be determined. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the hard insertion and torn off was not determined. There was resistance in the proximal section of the catheter. There was no kink/damage observed after removal. The intermediate catheter was not a medtronic product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a dural arteriovenous fistula (davf). It was noted that the patient's blood vessel tortuosity was several. The access vessel was external carotid artery with 2mm diameter.  It was reported that insertion of marathon catheter into the intermediate catheter (inner lumen 0.040 inch) was attempted, but inse rtion could not be performed. During withdrawal, the marathon catheter was torn off. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.